Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On 09/01/2025, it was reported via an online article published by hunterbrook media, that the patient woke up to paramedics crowding her living room. Six hours earlier, she'd napped with her g7 showing normal egv. While she slept, the device failed completely. Her husband found her unresponsive on the couch. When emts arrived, her blood sugar had fallen beneath the lowest limit their equipment could detect. Her other two sensors that month also failed. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.